Manufacturer narrative:
The customer disposed of the device, therefore it will not returned it for evaluation. This failure cause has been investigated by the manufacturer and the results from that investigation are attributed to this device failure. The needle separates from the braze joint at the highest stress point along the needle. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing has been unable to duplicate the needle failure when the appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, the needle separated from the handpiece. No additional information was provided.